Event description:
It was reported that the subject device had e102 error. The issue was found during a unspecified procedure that was completed with a same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was for inspection and the reported failure was confirmed. Updated fields: g1,h2,h3,h6,h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.